Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units display is flickering. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit and reset the connections of the video receiver board and display board. After this, the fse observed the machine for more than 2 hours on system trainer and performed all clinical tests. All tests passed, and the machine is working ok. The fse handed over the unit to the customer in good working condition.

Event description:
N/a.